Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during a drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, during a drain cycle, hp disconnected the transfer set from the pt line of the homechoice set. Hp returned moments later and reconnected the transfer set to the pt line of the homechoice set. Tsc assisted hp in ending therapy early. Per rn, no pt injury or medical intervention was associated with this incident.